Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical treatment. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported through a consumer report received on 25apr25 that the patient experienced a hypoglycemia event requiring medical intervention. The patient stated on (B)(6) 2025, the omnipod system did not shut off as expected resulting in increased levels of iob (insulin on board) with subsequent hypoglycemia. No details provided on what the patient's actual blood glucose level was or what medical intervention and/or treatment was required. Follow up for additional information is not available, as the patient is unknown.